Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that later in the procedure, when trying to insert the dilator into the vizigo¿ sheath, a part of the valve broke off and that made it impossible to insert the dilator and use that sheath. The vizigo¿ sheath was replaced and the procedure continued. No adverse patient consequence was reported. Additional information was received on 28-dec-2021. It was reported that the white back flow valve in gasket hub separated. The hemostasis valve (gasket) broke into two pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 07-feb-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that later in the procedure, when trying to insert the dilator into the vizigo¿ sheath, a part of the valve broke off and that made it impossible to insert the dilator and use that sheath. The vizigo¿ sheath was replaced and the procedure continued. No adverse patient consequence was reported. It was also reported that the white back flow valve in gasket hub separated. The hemostasis valve (gasket) broke into two pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted a visual inspection of the returned device. Visual analysis of the returned carto vizigo¿ sheath sample revealed that the hemostatic valve was missing. The root cause of the resistance felt during the dilator insertion could be related to the dislodgment of the hemostatic valve, causing a temporary blockage of the sheath, however, as the hemostatic valve could not be found for further analysis to determine the root cause of its dislodgment, no conclusion could be reached. A device history record (DHR) review was performed for the finished device 50000048 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the h4. Device manufacture date has been updated. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).